Event description:
It was reported that during a rotator cuff repair, a delay time of over 30 minutes occurred because two eyelets broke in the bone and were not retrieved. The reporter stated the pushlock was inserted after fully tapping the bone with the pushlock punch. The pushlock was advanced to the bottom of the screw, then tapped into bone. Two peek pushlock eyelets split as they were being tapped in. Follow-up information was provided that another anchor was placed on top of the unretrieved eyelets. The surgeon used two 5.5 bio-corkscrews to secure the cuff and complete the case. The patent's bone quality was reported as extra-hard. No further patient or event information was provided. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Based on the information provided, the most likely cause of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the laser line is flush with the surface of the pilot hole. Device history record review revealed nothing relevant to this event. This is the third complaint of this type for this part/lot combination. If the device is returned and/or additional patient information is obtained, a follow up report will be submitted.